Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 800mg/dl, with confusion, associated with an alleged rewind issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room by their healthcare provider. During troubleshooting with customer technical support, it was revealed the piston rod was not retracting preventing the pump from rewinding. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a rewind issue.